Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the emergency room (ER) with hyperglycemia. The patient's blood glucose (bg) read "high" (>27.8 mmol/l,>500 mg/dl) while wearing the pod between 4 and 24 hours. The patient injected 8 units of insulin prior to leaving for the ER. The patient's bg levels were decreasing and was given snacks. Vitals and bloodwork was performed at the ER. When the pod was removed from the insertion site (abdomen), the pod's cannula was found bent. The patient was released after approximately five hours.

Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed. Inspection of the soft cannula did not find it to be bent, kinked, or otherwise damaged.